Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: device failed incoming vxi tests so the interconnect flex was disconnected and reconnected and the test rerun, then the device passed. Intermittent interconnect flex operation was noted. It was further noted that the upper and lower cases were dented and broken. The device was to be scrapped in-house. (B)(4).